Event description:
It was reported that arteriotomy closure of both common femoral arteries was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an endovascular aortic repair (evar) procedure. Reportedly, during suture harvesting at the right common femoral access site, the suture came out of the patient anatomy, the artery had not been captured. Reportedly, at the left common femoral access site an anterior cuff miss occurred. Two additional proglide devices were used on both sides for successful suture placement. The sheath was upsized on the right side to 14f and on the left side to 16f and the evar procedure was completed. The successfully placed sutures of the two additional proglide devices on each side were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report.